Event description:
Because of the medtronic infuse that was implanted inside of my back, I began to have serious problems. Some of the problems include pain, mental anguish and the fear that I will have to undergo additional surgeries already told by 3rd md. Unlable morphogenetic protein 2-rhbmp2. Inflammation, swelling, bone growth, stenosis multi level. On (B)(6) 2004, had surgery on my vertebrae lumbar 3-5 fusion with screws, rods, and medtronic infuse used for bone replacement and surgeon states wrapped fusion in medtronic infused. Again on (B)(6) 2009 need 2nd back surgery with fusion of vertebrae lumbar 2-3 with a plate and medtronic infuse, again fusion wrapped in medtronic infuse. The surgeries were done at (B)(6) center, done by two neurosurgeons, dr (B)(6), and dr (B)(6) both times. I was to have a 3rd back surgery after a CT scan showed multi level stenosis or pinching of nerves coming off vertebrae multi level. Dr (B)(6) states he was going to take care of various problems along vertebrae and remove metal also that needed to be removed. (Because of medtronic infuse dropped me as a pt days before surgery) (he said he wouldn't put things in my chart stating insurance wouldn't pay if he did put it in my chart). He refused to answer my questions about bone growths, abnormal bone growths and other problems caused I believe by medtronic infuse. After I looked into why I was having severe problems or adverse effects after having medtronic infuse causing multi level bone growths. It was staff in doctor office who told me to drop my report and investigation into medtronic infuse and adverse effects I am having as shown in cts, MRI, ultra sounds, bone scans x-rays, clinical observation lab test, cultures and clinical diagnosis by medical doctors. (Staff then state they never told me). After surgery (B)(6) 2004, I suffered a life threatening event, blood disorder developed, this was new, it caused a massive blood clot to my leg that went to my lungs with more ER and hospital visits. Loss of my job for many months and use of walker. Also after this surgery I had greater pain and radiating pain, weakness, loss of sensation down legs with spasms to back and legs with severe cramps. Symptoms of swelling and inflammation to back with activity, and sitting, need to lie down a lot. My life changed to be one of very limited ability to be productive less, and have less good quality of life. I started suffering from stress and depression that made coping worse. I had bowel and urination problems and gastrointestinal problems. I would lose control of bladder and bowels or have retention and bladder infections. My bladder would cause me to feel very uncomfortable. On ultrasound, my kidney then was enlarged. I never had any problems like this until after medtronic placed. State with fevers, chills, and feelings of sickness that would come and get worse with activity with use of my back. I would suffer if I increase activity and didn't stay in bed. Use of anti-inflammatory medications would help but I would need large amounts, tried not to use too much. After second surgery, feeling of illness, sickness would increase with terrible pain to back legs. Pain so bad I don't think I can live this way alternating with awful feeling of sickness like an auto immune or allergic rejection of a foreign body. Rejection of something causing toxin adverse reaction. After second surgery, lost work 11 months and not too long after working a job where I need to lie down most of work hours. Lucky at night while a sick child slept on alarms and it was ok to let me lie down and read but problem with this developed it didn't look or sound good. I got worse with 3rd surgery set up. My job said I couldn't work until surgery and rehab. I had to learn to self cath, to empty bladder, at times alternating with pads wet bed, clothes. Now on ssi/ssdi. On cama using cane, walker and having falls. I had head injury serious from fall, in bed for weeks. Many ER visits. Doctor worried about me become immune to antibiotics from urine infections become septic states it's back problems. Rule out other, saw urologist. Dr (B)(6) for years. Saw neurologist, further test. Always it's my back, stress, worry, and depression that I will be bedbound/wheelchair and permanent nerve damage. So far bad nerve come back spastic at time feel paralyzed. I have a belt like feeling in my back around waist and then in legs and pinches specially groin inner thigh. Severe falls with injury, had bad head concussion, in bed for weeks. I had very bad headaches. I get feeling of disconnect between head and legs, tell them to do things legs don't feel so strange. I stumble, drag, am clumsy all since surgery. Can't be in certain postures without spasms, increase pain, swelling/inflammation and loss of strength and sensations. When lying down, comes back with a feeling of great sickness. Some as follows: ectopic, heterotopic bone growth abnormal exuberant bone formation, proved by CT bone scan caused by medtronic infuse. I think 2-immobilization decrease use of cane walker, wheelchair. Need to be in bed can't drive, work, can't take care of home or family. Worried depressed becoming a burden and have irreversible nerve damage and become institutionalized. It's degenerative with poor outcome unless surgery to remove product at least bone growth. Need 3rd surgery to have hope. Psychological, ptss, mental changes, extremely stressed, can't sleep function well. Bladder, bowel and gastric intestinal, nausea, vomiting, weight loss. Feeling of sickness that is unbearable auto-immune (reject medtronic infuse) systemic reaction. I am very slow, walk slow do all slow and people get irritated. I can't help it. Body doesn't want to work fast. It is very bad at times with bed, not as bad until activity then bad again with all describe symptoms. I feel vibrations in my back then limbs. Bone growths are interfering with nerve conduction and circulation especially with swelling and inflammation after activity. I lie down, have pain, can't sleep, try to read long hours, like arthritis, inflamed and degenerative poor endurance, decrease mobility, can't drive, legs get numb, can't feel pedals sitting, pain can't sit long. I want to lie down worse episodes of sickness like fever, feeling don't want to live, but tell self it will go, try to be positive. Please recall product, someone got it approved with fraud and it needs to be recalled and studied. I am a nurse of 30 years, did very good work. I feel after you recall this product, you won't want to ever approve it. This product causes great harm, please recall. It has greatly damaged my life. "Rod screws, plate with medtronic infuse no waranting."